Manufacturer narrative:
Additional information: section d4 (serial number) was updated from (B)(6) to (B)(6) based on returned product. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "wait for 60 minutes" message on the day of applying the adc freestyle libre 2 sensor. Customer experienced symptoms described as "anxious and no energy to wake up" and was unable to check her glucose. A reading of 40 mg/dl was obtained on the competitor meter and customer was provided honey and 6 ounces of orange juice by her son. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "wait for 60 minutes" message on the day of applying the adc freestyle libre 2 sensor. Customer experienced symptoms described as "anxious and no energy to wake up" and was unable to check her glucose. A reading of 40 mg/dl was obtained on the competitor meter and customer was provided honey and 6 ounces of orange juice by her son. There was no report of death or permanent injury associated with this event.